Event description:
(B)(6) advia centaur xp hbc total results were obtained on patient samples by the customer and considered (B)(6) when compared to an alternate (B)(6) test method. The customer has provided a historical summary of data since 2011 of (B)(6) patient results that are considered (B)(6) results from multiple reagent lots. There was no known report of adverse health consequences due to the (B)(6) test results.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp hbc total test results when compared to an alternate (B)(6) total test method is unknown. The instruction for use (IFU) under the intended use section states the following: "the advia centaur hbc total assay is an in vitro diagnostic test for the qualitative determination of total antibodies to the core antigen of the (B)(6) in human serum or edta plasma using the advia centaur and advia centaur xp systems. This assay can be used as an aid in the diagnosis of individuals with acute or chronic (B)(6) infection and in the determination of the clinical status of (B)(6) infected individuals in conjunction with other (B)(6) serological markers for the laboratory diagnosis of (B)(6) disease associated with hbv infection. This assay can also be used as an aid in the differential diagnosis in individuals displaying signs and symptoms of (B)(6) in whom etiology is unknown." The limitation section of the IFU states the following: "the advia centaur hbc total assay is limited to the detection of total antibodies to (B)(6) core antigen in human serum or edta plasma. Assays for the detection of (B)(6) may not identify all patient samples that contain (B)(6) or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific (B)(6) serological markers. Assay performance characteristics have not been established for the use of the advia centaur hbc total assay as an aid in determining susceptibility to hbv infection prior to or following vaccination in infants, children, or adolescents. The performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients." No conclusion can be drawn.